Event description:
Customer reports, the tips (of the yankauers) are shattering when the children bite down during suctioning. These children have severe physical handicaps, such as cerebral palsy. Often an involuntary reflex causes them to bite on the tip of the yankauer causing it to shatter. No pt injury is reported.